Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center director reported a patient with transient light sensitivity 2-3 weeks following lasik treatment of the right eye. The patient reported it being very painful. The topical steroids were increased and an oral steroid pack was prescribed. The patients symptoms resolved one to two weeks following onset. Additional information received; the patient still experiences light sensitivity but is doing better. Further follow ups are planned. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The root cause could not be determined condusively. (B)(4).